Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that main drawer 3.2 kept failing after three reboots. The field service engineer reseated and checked all cables to ensure proper connections. Fse replaced missing or damaged slide bumpers in multiple drawers, including main drawers 4.1 and 3.1, as well as auxiliary drawers 1.1, 1.2, 2.1, and 3.1. After these replacements, the drawer was tested and confirmed to be functioning normally. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer kept failing after three reboots. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.